Manufacturer narrative:
Siemens filed initial MDR 2517506-2025-00018 on 07-feb-2025. Additional information (11-feb-2025): siemens evaluated the event and determined that flow issue through integrated multisensor technology (imt) potentially contributed to the falsely depressed sodium (na) results. The service activities performed by the cse, described in initial report resolved the issue. The investigation conclusions code of section h6 was updated to reflect the additional information. The instrument was performing within specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states (us) customer contacted the siemens customer care center (ccc) and reported that three falsely depressed sodium (na) results were obtained on a patient sample on a dimension exl 200 integrated chemistry system. Quality control (qc) was within range prior to the sample processing. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse observed that multiple integrated multisensor technology (imt) failed to detect 'flush fluid errors'. The cse replaced the flush solenoid pump, removed, cleaned, and lubricated the peristaltic pump rollers, and cleaned the imt port with acrylic polish. After completing a super conditioning, the cse replaced the x tubing, primed and aligned imt, and performed calibration, which recovered acceptably. The qc results were out of range. Then, the cse replaced the salt bridge solution, verified the imt pump rate, and ran qc, which recovered acceptably. The cause of the event is unknown. The instrument is performing according to the specification. No further evaluation is required.

Event description:
The customer reported that three falsely depressed sodium (na) results were obtained on a patient sample on a dimension exl 200 integrated chemistry system. The erroneous results were not reported to the physician(s). The sample was repeated thrice on the original dimension exl 200 integrated chemistry system. The repeat results recovered higher than the erroneous results. The repeat result of 130 mmol/l was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.